Event description:
The customer reported via phone call that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by a reservoir change. The customer was advised to call when alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.